Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The highly calcified lesion was located in a right coronary artery. The physician attempted to advance a 2.0x20mm non bsc balloon to the lesion and could not cross. The balloon was exchanged for another 2.0x20mm non bsc balloon and the lesion was pre-dilated at 10 atms for 15 seconds and 10 atms for 10 seconds. The balloon was changed to a 3.0x20mm non bsc balloon and the lesion was pre-dilated at 8 atms for 30 seconds and 8 atms for 15 seconds. A 4.0x20mm liberte' bare metal stent was advanced to the lesion, but could not cross. The physician had decided to end the procedure at that point and while attempting to withdraw the device the stent dislodged from the balloon and caught on the end of the guidewire. The stent was guided to the right femoral area on the guidewire where it dislodged in the iliac. The stent was snared; however, when the physician attempted to remove it through the introducer sheath it became stuck. The stent, snare, and introducer sheath were removed together. The procedure was completed at that point. Manual pressure was held on the right femoral access site for approximately 45 minutes to stop excess bleeding. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.